Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: there was no debris observed in cartridge compartment. The pump powered to verify screen with audible and vibratory features. A rewind and load cartridge were successfully performed, then primed cartridge to 45u. The cartridge was then removed, confirmed it was at 45 u and then reinstalled. Another rewind then load were successfully completed again and the piston stopped at 45u and the display correctly read 45u. The units remaining were correctly calculated. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump was reading greater than 20 units of insulin difference than what was in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.